Event description:
It was reported that, approximately seven years ago, the pace sense portion of the right ventricular (rv) lead was capped and replaced due to noise. In the next couple of years, the superior vena cava (svc) coil of the lead exhibited high impedance and was programmed off. Now the lead exhibited variable rv coil impedance and an apparent fracture, with noise noted on the egm. The lead was programmed off and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2006; 5076-58 lead, implanted: (B)(6) 2008; d154awg ICD, implanted: (B)(6) 2006. (B)(4).